Event description:
It was reported that the right ventricular lead exhibited low impedance and intermittent noise on the ventricular channel. The patient had a tricuspid valve stenosis with serious regurgitation. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.